Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the lead was severed 112 mm from the terminal pin. The terminal pin segment was returned while the distal segment was not. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity of the returned segment. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing shock impedances over the past year with current measurements being greater than 200 ohms. Defibrillation threshold (dft) test was performed and the associated device recorded a fault code. Surgical intervention was performed and the lead was explanted. No adverse patient effects were reported.